Event description:
It was reported the pt's lead was tested intraoperatively on (B)(6) 2011 and showed high impedance. The physician used a different lead to complete the implant procedure. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.